Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a treated episode appeared to be due to ventricular oversensing. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.